Event description:
It was reported that the implantable cardiac monitor (icm) data collection setting was turned on prior to implant. The device was not implanted. No patient involvement or complications were reported as a result of this event.